Event description:
It was reported that the valve leaked.

Manufacturer narrative:
The valve was patent and passed reflux testing. It was within specs for all pressure-flow and preimplantation testing. The valve did not pass reflux testing. Debris within the delta chamber may result in reflux. The valve did not pass leak testing due to a cut on top of the delta chamber. There was also a tear on the side of the proximal occluder not extending through the silicone and damage to the outlet connector. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of manufacture.